Manufacturer narrative:
This report is for one of nine devices involved in this event, please refer to report 3013450937-2020-00104, 3013450937-2020-00105, 3013450937-2020-00106, 3013450937-2020-00107, 3013450937-2020-00108, 3013450937-2020-00109, 3013450937-2020-00111, and 3013450937-2020-00112. The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The component was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to an alleged infection.